Event description:
The tech reported the right side rail was hanging from the bed and could not latch. The bed was located in the basement at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found the right side rail center arm assembly is broken. The tech reported that it appeared to be broken due to damage caused by force. The tech replaced the right side rail center arm assembly to resolve the issue. Based on this info, no further action is required.